Event description:
Additional follow-up attempts were performed with the biomed and the facility administrator (fa). Both contacts confirmed that the sample was sent back for manufacturer evaluation. The biomed dismissed the possibility that the machine¿s blood pump rotor could have caused the damage. The biomed said this was ruled out after identifying a visible ¿divot¿ on other unused lines from the same lot, located in the same area on the tubing. The general area of the damage was at the highest possible point on the blood pump segment of the tubing, at the top. The biomed believed the damage was due to a manufacturing defect on the combi set. Photo evidence of the damaged tubing was provided for review.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. However, photos of the reported damage were provided for review. In the photos, it could be observed that the pump tubing was damaged. This kind of damage (a tear) could be caused by incorrect handling of the product, either during the manufacturing process or during treatment set up. The alleged failure was able to be confirmed based on the provided photos.

Event description:
Additional follow-up attempts were performed with the biomed and the facility administrator (fa). Both contacts confirmed that the sample was sent back for manufacturer evaluation. The biomed dismissed the possibility that the machine¿s blood pump rotor could have caused the damage. The biomed said this was ruled out after identifying a visible ¿divot¿ on other unused lines from the same lot, located in the same area on the tubing. The general area of the damage was at the highest possible point on the blood pump segment of the tubing, at the top. The biomed believed the damage was due to a manufacturing defect on the combi set. Photo evidence of the damaged tubing was provided for review.

Manufacturer narrative:
Additional information: b5, h3.

Event description:
A corporate inventory manager reported to fresenius that a combi set blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the facility administrator and biomedical technician from the facility. The blood leak was observed two hours into the patient¿s hd treatment. There was air noted in the lines, and blood was seen leaking from the tubing. It could not be confirmed if a machine alarm was triggered. The patient¿s blood was not returned. Estimated blood loss due to the event was 150 ml. There was visible damage on the bloodlines after they were removed. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after restarting with new supplies on a different machine. It was confirmed that the sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A corporate inventory manager reported to fresenius that a combi set blood leak occurred at a hemodialysis (hd) user facility. Additional information was obtained through follow-up with the facility administrator and biomedical technician from the facility. The blood leak was observed two hours into the patient¿s hd treatment. There was air noted in the lines, and blood was seen leaking from the tubing. It could not be confirmed if a machine alarm was triggered. The patient¿s blood was not returned. Estimated blood loss due to the event was 150 ml. There was visible damage on the bloodlines after they were removed. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after restarting with new supplies on a different machine. It was confirmed that the sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.